Event description:
It was reported that during the procedure, when the shaver blade was loaded into the shaver, doctor tested blade and it wobbled at the tip and was unusable. The procedure was completed with backup product. There was no patient impact associated with the event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: visually, there was no damage in the external construction of the device. There was no damage to the distal tip and there were no loose components. Functionally, the inner and middle assemblies spun freely by hand with no binding. The blade fit securely into a handpiece but while oscillating at 7500 rpm excessive wobbling occurred which would have resulted in the reported event. For further analysis, the dimensions of the blade were measured. The inside diameter of the outer tube should be 0.148 ± 0.001 inches and the actual measurement was between 0.1475 and 0.1485 inches when using pin gages. The outside diameter of the inner cutter tip should be between 0.1441 and 0.1465 inches and the actual measurement was 0.1457 inches. Both measurements were in specification. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.